Event description:
Event description: boston scientific rec'd info that, from a family member alleging that the implantable cardioverter defibrillator (ICD) was defective and caused the pt's death. The caller reports a different death date (in 2002) that what our medical records indicate, that the pt signed a do not resuscitate form, the morning before their death, and that the family member wanted money to cover the funeral.

Manufacturer narrative:
Not returned. Event conclusion: a boston scientific technical services (ts) consultant attempted to clarify date of death and location of the explanted device. Another attempt was made with a field rep who verified the official date of death, however the cause of death remains unknown. The rep was not aware of any allegations towards the device. Following the implant procedure, the pt changed following physicians, however, that information has not been updated in our medical records. As a result, we were unsure of the following physician at the time of the patient's death. Should any additional info related to his event become available, this event will be updated.